Manufacturer narrative:
The customer did not return the suspected contour next one meter for evaluation. Therefore, a device history record was reviewed for the suspected meter and no manufacturing anomalies were found.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured, as the customer's weight was not provided.

Event description:
The customer reported that she obtained a blood glucose reading of 331 mg/dl at 7:38 a.m. On the contour next one meter. Within 10 minutes, another blood test was performed with an alternate meter and a reading of 144 mg/dl was obtained. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.